Event description:
It was reported the load wheels casting was broken. No patient involvement or adverse consequences were alleged.

Manufacturer narrative:
Repetitive loads above specification likely contributed to the alleged event.